Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. The patient was administered antibiotics that did not resolve the issue. The entire system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition prior, during and post procedure.